Event description:
Yesterday pt's pump sn (B)(4) (due (B)(6) 2018) was periodically beeping for no apparent reason and later on, issued a high pressure alarm. Pt called her nurse who suggested switching the injection cap, which resolved the alarm but pt no longer feels comfortable using the pump and requesting to have it replaced. Pump was in use by the pt at the time. No adverse event was reported as a result. Pump will be replaced. No further info is known. Yes, the malfunction happened while in use. It did not cause any harm. The device is able to be replaced. We are currently in the process of replacing the pt's pump and returning the malfunctioning one. Dose or amount: 32 nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.